Manufacturer narrative:
The event occurred in netherlands during treatment. It was reported that the cardiohelp had negative flow, -300 lpm. The cardiohelp did not switch to zero-flow mode. The patient had negative flow. The hls set was transferred moved to the emergency drive, e-drive. The global override mode was not used. According to the getinge field service technician, the customer most likely installed the flow/bubble sensor incorrectly, which led to the rpm to reach 5000 rpm. This resulted in a higher negative flow and the zero-flow mode not being activated. Information received on 2025-12-02 that another failure was found during repair investigation. There is an issue with connection cable to the disposable which may be causing a poor connection for the arterial pressure. The flow bubble sensor appears to be functioning properly, and there is no visible damage. The cardiohelp was exchanged during treatment. The hls set was transferred successfully to another cardiohelp and there was no failures regarding the hls set. No harm to any person has been reported. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had negative flow, -300 lpm. The cardiohelp did not switch to zero-flow mode. The patient had negative flow. The hls set was transferred moved to the emergency drive, e-drive. The global override mode was not used. According to the getinge field service technician, the customer most likely installed the flow/bubble sensor incorrectly, which led to the rpm to reach 5000 rpm. This resulted in a higher negative flow and the zero-flow mode not being activated. No harm to any person has been reported. Information received on 2025-12-02 that the another failure was found during repair investigation. There is an issue with connection cable to the disposable which may be causing a poor connection for the arterial pressure. The flow bubble sensor appears to be functioning properly, and there is no visible damage. The cardiohelp was exchanged during treatment. The hls set was transferred successfully to another cardiohelp and there was no failures regarding the hls set. Any flow reading issue and flow issue can lead to the pump stop during treatment. There was negative flow to the patient and the cardiohelp was exchanged. Therefore, a report is required. The arterial pressure failure is a reportable event as the sensor panel was found to be the cause. As the sensor panel cannot be replaced during treatment, the arterial pressure failure could re-occur. Therefore a report is required. No patient data is available. A getinge field service technician (fst) was sent for investigation on 2025-11-11/21. The fst could not confirm the negative flow failure. The cardiohelp unit was placed in endurance testing. A poor connection to the disposable was detected during this testing. The customer has decided to not repair the cardiohelp device. The cardiohelp is no longer used clinically, and will be used for internal training. The customer was advised that the cardiohelp be labeled "not for clinical use". The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the "negative flow" failure: the fst could not replicate the negative flow failure. The flow/bubble failure was functional during testing. (Refer to communications grid). According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - response time is too long. Regarding the "arterial pressure" failure: according to the fst, the root cause was determined to be a poor electrical contact on the connection to the disposable. The root cause was determined to be with the sensor panel. A similar failure was investigated by the getinge life-cycle-engineering on 2023-01-26 with following conclusion: the failure could be confirmed. The most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. Due to the age of the device and this component sensor panel, age related aspects can be considered as well. (The cardiohelp was manufactured on 2016-08-29) according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. For both failures, "negative flow" and and "arterial pressure": the review of the non-conformities has been performed on 2026-01-08 for the period of 2016-08-29 to 2025-11-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-08-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "negative flow" could not be confirmed. However, based on the results the reported failure "arterial pressure" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the (B)(6) market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in (B)(6) during treatment. It was reported that the cardiohelp had negative flow, -300 lpm. The cardiohelp did not switch to zero-flow mode. The patient had negative flow. The hls set was transferred moved to the emergency drive, e-drive. The global override mode was not used. According to the getinge field service technician, the customer most likely installed the flow/bubble sensor incorrectly, which led to the rpm to reach 5000 rpm. This resulted in a higher negative flow and the zero-flow mode not being activated. No harm to any person has been reported. Any flow reading issue and flow issue can lead to the pump stop during treatment. Additionally, there was negative flow to the patient. Therefore, a report is required. Complaint ID (B)(4).